Event description:
According to the reporter, during the eyelid tumor resection, while knotting, the suture broke repeatedly. The suture toughness was poor. To resolve the issue, the surgeon replaced with new suture for stitching and the eyelid mass was removed and the incision was sutured. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.